Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous. The dislodgement failure was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgement and helix extension issues. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgement and helix extension issues. This lead was successfully replaced. No additional adverse patient effects.